Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during an unspecified surgery on (B)(6) 2016, the application instrument for sternal zipfix failed to tighten the implant. The surgeon completed the procedure with a back-up instrument. There was a ten minute surgical delay due to the reported event. The patient was reportedly fine postoperatively. (B)(4).

Manufacturer narrative:
A product investigation was completed: it was reported the device was sent to the repair department where it was reworked and returned to the customer. Review of the device history record(s) showed that there were no issues during the manufacture of the product. No indication for product related issues. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.